Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Prior to the commencement of the laa closure procedure, a trace pericardial effusion on the right side of the heart was present on pre imaging. When the transeptal puncture (tsp) was performed on the aneurysmal interatrial septum, it was noted the tsp needle shifted forward into the left atrium. After successful deployment of the closure device, it was observed via transesophageal echocardiogram (tee) the pre existing pericardial effusion had grown slightly in size. After the pericardial effusion did not increase further, the procedure was concluded. During recovery, a transthoracic echocardiogram (tte) was performed. The pericardial effusion had increased in size and a pericardiocentesis was performed. 250ml of fluid was drained. The patient fully recovered and was discharged the same day.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Prior to the commencement of the laa closure procedure, a trace pericardial effusion on the right side of the heart was present on pre imaging. When the transeptal puncture (tsp) was performed on the aneurysmal interatrial septum, it was noted the tsp needle shifted forward into the left atrium. After successful deployment of the closure device, it was observed via transesophageal echocardiogram (tee) the pre existing pericardial effusion had grown slightly in size. After the pericardial effusion did not increase further, the procedure was concluded. During recovery, a transthoracic echocardiogram (tte) was performed. The pericardial effusion had increased in size and a pericardiocentesis was performed. 250ml of fluid was drained. The patient fully recovered and was discharged the same day. It was further reported the pericardial effusion occurred with tamponade.